Event description:
The customer reported that the system started arcing and shut off.

Manufacturer narrative:
(B) (4). The ge svc rep heard an arching/popping sound and regreased the candlesticks. The system operates as intended.